Manufacturer narrative:
(B)(4). When the ventilator was powered on, the device would make normal sounds but the screen would not turn on. The service engineer opened the device and found the main printed circuit board was unplugged from all cables and the display cable was missing. The cables were reconnected and replaced. An unrelated issue was found, corrected and the device passed all testing.

Event description:
During service, a ventilator display did not turn on. There was no patient involvement.